Event description:
Dexcom g7 has been reading my numbers inaccurately to the point of my insulin pump giving me insulin resulting in numerous severe lows that never would've been caught had I not pricked my finger. The lowest I've tested is 34 mg/dl. The quality of the product has gone downhill, the replacements don't ever come, the sensors readings are upwards of 100-200 points off of my actual blood glucose. Please please please issue this company a warning. They're cutting corners and costs and it's costing people their lives.